Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was as high as 443 mg/dl and insulin injections were administered to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump and the cartridge was found to have a crack in it. A new cartridge was loaded and insulin delivery was resumed.